Event description:
It was reported that the patient had their modular cable replaced due to a tear in the outside sheath. The patient was provided with a new system controller as their previous controller was very old. When the driveline was unplugged from the old primary controller, it had a green liquid on the modular cable connection. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported fluid ingress issue and the heartmate 3 system controller, serial number (B)(6), was unable to be conclusively determined. Fluid ingress was unable to be confirmed on the controller as no images of the controller were provided, and the controller was not returned for analysis. However, fluid ingress was confirmed on the modular cable's controller connector (refer to the modular cable investigation). The provided information indicated that the controller had been exchanged due to being "very old". The device reportedly operated as expected. Upon unplugging the driveline from the controller, a green liquid was observed on the modular cable connection to the controller. No log files were collected. The patient reportedly tolerated the controller exchange and did not suffer any adverse events or symptoms. The patient was noted to be doing well. The reported event could not be correlated to an issue with the system controller, and a root cause for the reported fluid ingress issue at the controller and modular cable connection could not be conclusively determined through this analysis. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, ¿system operations¿, instructs the user to never submerge the system controller in water or liquid and to keep the system controller and power cables away from any liquid. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the patient handbook, ¿caring for equipment¿, explain how to properly care for the equipment, including the controller. Section 10 of the patient handbook, ¿safety checklists¿, and section f of the IFU, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.